Event description:
It was reported that a patient's inflatable penile prosthesis (ipp) reservoir previously locate in the space of retzius was now pushing the bladder. A surgical procedure was performed, and the device was explanted and replaced. There were no patient complications.

Manufacturer narrative:
Model number/catalog number: 72404233-12, serial number: n/a, batch/lot number: 1100763764, model/catalog description: cx preconnect ms 21cm ps 12cm tl iz, unique identifier (UDI) # (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device allegation is a known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, the conclusion code of known inherent risk of device was assigned to this investigation.